Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('edge bleeding') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. The reporter considered genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('edge bleeding') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. The reporter considered genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-genital bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-apr-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("edge bleeding") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy). The reporter considered genital haemorrhage to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media-genital bleeding. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-jul-2023: summons received. Patient date of birth updated. Essure insertion & removal date updated. New reporter & patient address updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("edge bleeding") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cesarean section in 2019. Concurrent conditions were listed as pain nos and uterine bleeding since 2019. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required). The patient was treated with surgery (robotic hysterectomy and bilateral salpingo-oophorectomy). The reporter considered genital haemorrhage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [smear cervix] (date unknown): normal. Concerning the injuries reported in this case, the following ones were reported via social media-genital bleeding. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 14-sep-2023: reporter information, patient information, medical history, lab data, drug removal date, indication, non druf treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.